Manufacturer narrative:
Event date (B)(6) 2018. (B)(6) (B)(4). The philip's international service technician evaluated the device and replaced the power management printed circuit board assembly to address the event. The unit passed final testing.

Event description:
It was reported that during periodic maintenance, an error code "pressure regulation high" was identified. There was no patient involvement.the event date was not specified, estimate used.